Manufacturer narrative:
Corrected data - (B)(4).

Event description:
On (B)(6) 2018, this patient underwent an office based endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the placement of one of the iliac extender components in the common iliac artery, the device inadvertently migrated proximally. The patient was then transferred to the hospital and during the attempted relining of the aorta and left common iliac the proximal iliac extender component was deployed above the level of the renal arteries, superior mesenteric artery and celiac artery. The decision to open the patient and explant the devices was made. All three components were removed.